Manufacturer narrative:
(B)(4). The device has not been received for analysis. The lot number is unknown, therefore further investigation cannot be performed. A trend related investigation was performed. No trend could be identified. The root cause could not be determined. (B)(4).

Event description:
It was reported by the eye care professional (ecp) that a pt was diagnosed with a corneal ulcer in her left eye. After a few days of wear the pt left eye began to bother her and she was later diagnosed and treated for a corneal ulcer. Additional information was received on (B)(6) 2013 from the ecp stating that the pt was diagnosed with a peripheral corneal ulcer that was 3mm in size. The pt experienced mild pain/discomfort, moderate redness, watery discharge, and a mild anterior chamber reaction. There were no infiltrates present. There was moderate corneal staining that covered less than 50% of the corneal surface and permanent scarring is noted. The pt was treated with zymaxide q30 min x 6h, then q2h x 6 days. The best corrected visual acuity was measured at 20/20 before and after the event. The event has resolved and lens wear has resumed.